Event description:
It was reported that the stent was damaged. Vascular access was obtained via the left brachial artery. The 10x3.0mm, >40 and <90 degree, eccentric, de novo, 80% stenosed lesion being treated was located in the moderately tortuous left circumflex artery. Without predilating, the physician attempted to advance a 16x3.00mm omega stent delivery system to the target lesion. However, there was significant resistance and the sds was unable to cross the lesion. The sds was successfully removed and it was noted that stent damage had occurred. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).